Manufacturer narrative:
(B)(4). On (B)(6) 2021 customer alleged cosmetic damage/ cracked in the case. The test p-cap does not lock properly in place in the reservoir compartment noted. The pump was received with a cracked case (corner of belt clip rails), cracked battery tube threads, broken belt clip rails and missing reservoir tube o-ring. Unable to perform the displacement test due to the missing reservoir tube o-ring. In summary, the pump was received with a cracked case (corner of belt clip rails) and cracked battery tube threads and missing reservoir tube o-ring. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a cracked in case. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.